Event description:
A patient called requesting assistance with setting up her kidney dialysis cycler as the cassette door would not close. During the course of the telephone call she stated that at least one month prior to this call she had an episode of peritonitis.

Manufacturer narrative:
The inspection of the product determined: the treatment was performed and completed without any alarms or failures. All volumes were acceptable and within specifications. There were no drain problems. The data sheet from the test treatment reflected the programmed treatment settings. The cycler passed door switch and cassette tests. There was no problem to insert the cassette and the latch door functioned properly. The cycler passed the system air leak test and valve actuation test. The clinical investigation determined that the patient experienced an episode of peritonitis. The source of the peritonitis is unknown. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.